Event description:
It was reported that this lead was explanted due to an unknown product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.